Event description:
During manufacturer review of a patient's vns programming history, it was identified that the patient left the operating room at untended vns settings of 1ma/20hz/500pulsewidth/30sec on/60min off after initial vns implant surgery on (B)(6) 2004. A final interrogation was not performed to verify settings following systems diagnostics testing. The systems diagnostics are not reflected in the history as faulted, but this is suspected to have occurred. The settings were later corrected on (B)(6) 2004.

Manufacturer narrative:
Analysis of programming history.